Event description:
A discordant, falsely low thyroid stimulating hormone (tsh) result was obtained on one patient sample on an advia centaur xp instrument using the centaur tsh ultra assay. The discordant result was not reported to the physician(s). The customer reran the patient sample on the same instrument using the centaur tsh assay and it resulted higher. The sample was then repeated on an alternate advia centaur instrument using the centaur tsh ultra assay, which also resulted higher. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tsh result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse adjusted the reagent probe alignment and the sample probe alignment. The cause of the discordant, falsely low tsh result on one patient sample is unknown, as the sample resulted as expected upon repeat testing prior to service. The instrument is performing according to specifications. No further evaluation of this device is required.